Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic cholecystectomy, the device didn't fire, resulting in a hole in the common bile duct. The hole was repaired with suturing, a new device was used to complete the case, and a drain was placed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Date sent: 2/11/2021. D4: batch # u9538j. H6: component codes: others (g07). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing was conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. The tyvek was returned along with the device. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed eleven conforming clips. The remaining eleven clips were fired onto a test material. The surface of the clips was examined for burrs or sharp edges and no anomalies were found. Additionally, the eleven clips were removed from the test material and no tears or cutting of the test material was observed. The jaws of the clip applier were also inspected and no burrs or sharp edges were observed. The event described could not be confirmed as the device performed without any difficulties noted and no product defect was identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following: "caution: prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip. Complete the firing cycle by squeezing the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. After firing, fully release the trigger." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.